Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the upper buttocks on (B)(6) 2018. It was reported that the patient wore the sensor beyond 10 days. Labeling indicates: sensor useful life up to 10 days. Shutting down the receiver does not extend your sensor session past the 10 days. The sensor was returned for evaluation. An external visual inspection was performed and failed. The sensor complaint is confirmed due to missing sensor wire. The probable cause cannot be determined. The transmitter was returned for evaluation. An external visual inspection was performed and passed. Transmitter voltage test passed. Pairing test with (B)(4) bluetooth device passed. Global transmitter final functional test passed. Data/share log was reviewed. The complaint is confirmed because there were inaccuracies found between the fs and egv values. The probable cause cannot be determined. No additional event or patient information is available.